Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited competitive atrial pacing, causing inappropriate auto mode switch with arrhythmia induced via remote transmission. Programming changes were recommended. No further information available.